Event description:
Information received indicates, the head hi/low function is moving unintentionally.

Manufacturer narrative:
The technician found when a function is pressed on the pendant, the head hi/low will run unintentionally. The technician replaced the pendant to repair the bed.